Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified and mildly tortuous unspecified vessel. A 12mm x 3.25mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was initially inflated at 15 atmospheres, however upon second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex catheter was received inside a carrier tube (hoop) within a nc quantum apex product pouch and shelf box that matched the information on the device. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall aligned with the distal end of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a balloon angioplasty treatment procedure, a balloon rupture occurred. The target lesion was located in the severely calcified and mildly tortuous unspecified vessel. A 12mm x 3.25mm nc quantum apex balloon catheter was advanced to the lesion. The balloon was initially inflated at 15 atmospheres, however upon second inflation at 15 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.